Event description:
It was reported that impactor tip worn, chipped, cracked. The insert trial deep cut at trial post. Found when sets returned to the office for inspection.

Manufacturer narrative:
(B)(4) investigation summary: the device associated with this report was returned for analysis. Visual inspection of the returned sample confirm one of the posts and spring were visible deformed. Also, a chipped condition on the surface edge was noted the fragment was not completely separated from the rest of the device. Based on the examination the complaint was confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.